Event description:
It was reported that during the procedure the subject stent encountered resistance while being advance inside the microcatheter and could not be advanced further. The stent was then withdrawn and it was partially deployed. The stent was replaced and the procedure was completed successfully with no clinical consequences to the patient.

Event description:
It was reported that during the procedure the subject stent encountered resistance while being advance inside the microcatheter and could not be advanced further. The stent was then withdrawn and it was partially deployed. The stent was replaced and the procedure was completed successfully with no clinical consequences to the patient.

Manufacturer narrative:
D4 expiration date- added. D4 gtin - added. D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. H4 manufacturing date ¿ added. H3 device evaluated by mfg ¿updated. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the device was received, and the reported lot number was confirmed from the packaging label. The subject stent was received in a deployed condition, which is aligned with the event description. The stent delivery wire (sdw) and the introducer sheath were returned. The subject stent was noted to be deformed. All 4 marker bands were present on both ends of the subject stent. The stent delivery wire (sdw) was noted to be intact. The introducer sheath distal tip was noted to be damaged. Functional inspection was unable to be performed due to the subject stent being returned in a deployed state. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported codes 'stent difficult/unable to advance or pullback through catheter' and 'stent partial deployment' could not be replicated. However, the analysis results are consistent with the reported event. The returned device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the returned device. It was reported that the subject stent was prepared and delivered according to standard procedures, and it was advanced into the microcatheter via an introducing sheath. When the subject stent was pushed approximately 10cm into the microcatheter, resistance was encountered, and the subject stent could not be advanced further. After adjustments, the physician attempted to continue pushing but still failed. The subject stent was then withdrawn, and another stent was selected for assistance. After the subject stent was taken out, it was partially deployed. Then for further checking, the operator deployed the subject stent completely. Additional information did not indicate any issues noted during unpacking or set up of the device, the device was prepared as per directions for use (dfu) instructions and continuous flush was set up and maintained throughout the clinical procedure. The patients anatomy was described as moderately tortuous. During analysis, the subject stent was received in a deployed condition and was noted to be deformed. The stent delivery wire (sdw) was noted to be kinked/bent. The introducer sheath distal tip was damaged. The stent delivery wire (sdw) was noted to be intact. Based on available information and analysis of the returned device it is probable the subject stent was damaged during transfer which would lead to advancing issues in the catheter. It is most likely the event occurred due to some procedural factors during the procedure. The as reported codes 'stent difficult/unable to advance or pullback through catheter' and 'stent partial deployment' as well the as analyzed codes ¿stent deformed¿, ¿stent deployed prematurely during preparation¿ and ¿stent introducer sheath distal tip damaged¿ will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was reported to have been used in accordance with the directions for use (dfu), but performance was limited due to procedural factors during use.